Event description:
Procedure: laparoscopic bilateral salpingo-oophorectomy reinforcement repair of hiatal hernia. According to the reporter: half of sack was torn away from metal rim along perforations. It could not be closed up and pulled through the trocar. Patient status is well. Another device of the same kind was used. Right adnexal mass. There was a possible tissue damage during surgery.